Event description:
It was reported that the patient exhibited dyspnea and was bradycardic. Interrogation of the leadless pacemaker (lp) revealed intermittent capture exhibited by the device. Programming changes were made. The patient was stable.